Event description:
Hologic, biozorb lp marker, ref f0221, lot 22a20rl. Use by date does not match box. Product expiration dated contained inside of outer box has different expiration date from outside label. Internal expiration date 2022-02-20, outer box expiration date displays 2024-07-08. Product not used on patient. Reported to vendor. FDA safety report ID# (B)(4).